Event description:
It was reported that a 27mm 3000tfx valve, implanted in pulmonic position, underwent a valve-in-valve procedure after an implant duration of 13 years, six (6) months. The patient started to develop cardiac symptoms in the setting of severe pulmonary stenosis and moderate insufficiency. A successful tpvr was performed with a 26mm 9600tfx valve. The patient tolerated the procedure well and was discharged home in stable condition on pod # 1. The physician stated that the device performed as intended.

Manufacturer narrative:
H10: additional manufacturer narrative: added additional information to section b5. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Stenosis and/or regurgitation, which develop progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Of note, this pericardial aortic valve was initially used off label as it was implanted in the pulmonic position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna pericardial bioprosthesis is intended for use in patients whose aortic valvular disease is sufficiently advanced to warrant replacement of their natural valve with a prosthetic one." The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely due to a progression of the patients underlying valvular disease pathology combined with the patients other underlying risk factors. In addition, other patient risk factors such as the patients younger age at implant likely contributed to this event. This patient was (B)(6)-years-old at initial time of implant. Per the instructions for use, "the safety and effectiveness of the carpentier-edwards perimount magna pericardial bioprosthesis has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 27mm 3000tfx valve, implanted in pulmonic position, underwent a valve-in-valve procedure after an implant duration of 13 years, six (6) months. The patient started to develop cardiac symptoms in the setting of severe pulmonary stenosis and moderate insufficiency. A successful tpvr was performed with a 26mm 9600tfx valve. The patient tolerated the procedure well and was discharged home in stable condition on pod # 1. The physician feels as though the surgical valve malfunctioned.